Event description:
On march 12th, the user contacted dario to report elevated blood glucose (bg) readings. The user went to the doctor, where he compared his bg levels with his doctor. The user also reported comparing his bg levels with his visiting nurse. In both cases, the user received readings 25-35 mg/dl lower than the user's dario meter. In addition, the user reported that on two occasions, his bg level was in the 50s mg/dl and the dario meter read in the range of high 70 mg/dl to low 80 mg/dl. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.